Manufacturer narrative:
Reporter name: (B)(6). Reporting institution name: (B)(6). Reporting address: line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the display was not clear. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the display was not clear due to a defective dfm100 display assy. Therefore, dfm100 display assy (453564488961) was replaced to resolve the issue. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective dfm100 display assy. The root cause of which could not be determined. The reported problem is confirmed.